Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose (bg) level was 248 mg/dl. The customer changed the cartridge successfully and delivered a bolus to address the bg level. Insulin delivery was resumed.